Event description:
It was reported that during advancement of the spring wire guide, it "hung up" in the feed tube. During the insertion procedure, resistance was met and the wire guide uncoiled. A cut down procedure was required to remove the retained portion of the wire guide. There were no associated pt complications.